Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4).

Event description:
The patient had an scs system for off-label use. It was reported the patient experienced discomfort at the peripheral ipg site. As a result, the ipg pocket was relocated and the ipg was explanted and replaced with a different model for upgraded technology on (B)(6) 2016. Follow-up revealed the patient had no pain other than healing from the incision.